Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 282 mg/dl. The customer gave themself a bolus but the blood glucose value did not go down. The event involved product(s) mmt-1884, mmt-342g & mmt-442ag. Troubleshooting was done and found the customer was treated with insulin pump and felt the insulin pump was under delivering. The insulin pump was used within 48 hours of the reported event but the automode/smart guard feature was not active. No further patient complications were reported. The product(s) mmt-1884, mmt-342g & mmt-442ag will not be returned for analysis.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2025, there is no unexpected alarms/suspends and the bolus delivery that the customer manually programmed not recorded. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the hyperglycemia was also treated with manual injection/insulin pen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.